Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a review of this pacemaker presenting electrogram (egm) due to concerns of farfield oversensing versus arrhythmia. Upon review, the egm showed various morphologies and stored ventricular episodes. It was noted that the patient had a history of atrial flutter. Further review of the ventricular episodes showed undersensing on the right atrial (ra) channel and brady pacing right before the start of the ventricular episodes. The ventricular event appears to spontaneously break. Ts is unable to conclusively confirm the cause of the arrhythmia. Ts discussed programming optimization options with the hcp. At this time, the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a review of this pacemaker presenting electrogram (egm) due to concerns of farfield oversensing versus arrhythmia. Upon review, the egm showed various morphologies and stored ventricular episodes. It was noted that the patient had a history of atrial flutter. Further review of the ventricular episodes showed undersensing on the right atrial (ra) channel and brady pacing right before the start of the ventricular episodes. The ventricular event appears to spontaneously break. Ts is unable to conclusively confirm the cause of the arrhythmia. Ts discussed programming optimization options with the hcp. At this time, the pacemaker remains in service. No adverse patient effects were reported. The device and associated leads were returned one year later, after the patient's death. No new observations were reported and there were no allegations the device contributed to the patient's death.